Event description:
An email was received regarding a primary plum set reporting that cytostatic drug loss occurred through the filter due to leaks in the needle connector, which was recessed and allowed liquid to escape from the vials. The drug involved was oxaliplatin. There was patient involvement, but no harm reported.

Manufacturer narrative:
Received one (1) photo of the set. Water droplets were observed outside the filter with the cap closed. The complaint of leakage can be confirmed. The probable cause cannot be determined without the return of the used set. The lot history could not be reviewed due to no lot number being provided.